Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately three months post chronic catheter placement, a line infection was allegedly present. Therefore, the device was removed. The patient was reportedly stable post removal procedure.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one d/l groshong catheter was returned for evaluation. A segment of 7 fr groshong catheter was also returned, but is not within the scope of this complaint. Visual, microscopic, tactual, and functional evaluations were performed. Although the investigation could not confirm the alleged infection from the information available, the investigation is confirmed for breaks in the catheter due to tool/sharp instrument damage, which may be related to the report of infection. Blood and residue were noted throughout the sample. Caps were noted on both luers. There were three circumferential ruptures on the d/l catheter extension leg at approximately 1.7 cm from the distal end of the pink flushing connector. The area of the 3 closely positioned splits appears to be characterized by a nearly circumferential crease which connects two of the splits. Residue was noted on the tissue cuff. A diagonal split was noted 9.9 cm from the distal end of the tissue cuff. The specific root cause cannot be determined with the information available. The splits/breaks on the catheter are apparently due to tool/sharp instrument damage. The crease on the extension leg near the 3 splits and overlapping 2 of them may indicate a traumatic clamping technique or similar compression damage. These splits, being open to the environment, may have exposed the catheter to infection. The split more distal on the catheter likewise appears to be due to sharp instrument/tool damage, and is of unknown origin, but possible causes include damage during removal. No sterilization records can be reviewed as the lot number was not specified. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately three months post chronic catheter placement, a line infection was allegedly present. Therefore, the device was removed. The patient was reportedly stable post removal procedure.